Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient experienced signs and symptoms of a gastrointestinal (gi) bleed (shortness of breath and decreased hemoglobin and hematocrit). An upper endoscopy and capsule study was performed; however the source of the bleed was not found. The gi bleed resolved. On (B)(6) 2018, it was reported that during a clinic visit the system controller history interrogation performed by the hospital clinician revealed some intermittent spikes in power and flow. The patient¿s international normalized ratio (inr) had been purposefully on the low side 1.8-2.3 due to the recent gastrointestinal (gi) bleed. The most recent inr had been 1.8 and 1.9. Lactate dehydrogenase (ldh) was stable. The submitted log file was reviewed by the manufacturer¿s technical services representative and some intermittent elevations in power and flow were confirmed. These events were unsustained, and both power and flow returned to baseline after the event. The ldh was monitored and the inr goal was increased to 2-2.5. The ldh was within the patient¿s parameters. The patient was not treated with any medication and there was no medical intervention. On (B)(6) 2018, it was reported that the patient, ldh and lvad parameters will continue to be monitored.